Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in anterior assessed as surgical damage. Additional observations: crease is observed. White particles in device inner surface are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "deflation." Device has been explanted.

Event description:
Healthcare professional reported right side "deflation." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.